Event description:
Patient reported that the device did not always display the accurate battery life. There was no reported impact to the customer¿s blood glucose level. The caller declined troubleshooting, and no further information was obtained, with no further action required.